Event description:
It was reported that during a cardiac catheter procedure in the cath lab a message was observed on the monitor, "tram not responding", changed cable, still did not work, biomed checked computer and it was fine. Replaced catheter with different lot number and the catheter worked fine. No patient complications were reported; however, patient was on table longer than expected. Patient had back problems and needed additional pain medication.

Manufacturer narrative:
The device has not been returned for evaluation.